Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. The lead was ultrasonically cleaned and by applying direct torque to the connector pin, the helix could be fully extended and retracted. The full helix extension length was within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray and visual analysis of the entire lead did not reveal any anomalies.

Event description:
Dislodgement of the lead was discovered following an observed threshold increase. The lead was explanted and replaced. The patient is stable. Additional information was requested regarding the cause of the dislodgement, but no additional information was received.